Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior cervical diskectomy and fusion surgery. On (B)(6) 2005, the patient underwent spinal fusion surgery on the cervical region from c4 to c5 and c6 to c7 using rhbmp-2/ acs. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Patient's post-operative period has been marked by a period of improvement, followed by increasing neck pain, with pain and radiculopathy in her upper extremities. Patient continues to experience chronic neck and back pain, with pain radiating to her shoulders and arms, numbness and tingling in both arms, limited range of motion in her neck, and difficulty swallowing. She must constantly clear throat to prevent choking, and has difficulty articulating words. These serious injuries prevent patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient underwent anterior cervical discectomy and fusion surgery at c4-5, c6-7 with bmp and allograft instrumentation in which rh-bmp2/acs was used.